Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and instructed the customer on several troubleshooting steps, including checking the power connection and attempting a reboot, which were unsuccessful. Customer was informed about the necessity of replacing the pump and provided with a replacement as well as instructions for the pump's return.